Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review.

Event description:
It was reported that this right ventricular (rv) lead was explanted with unknown reason. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Furthermore, analysis did find a deformed helix, however, it is unknown when the helix became deformed, during the procedure, or post procedure.

Event description:
It was reported that this right ventricular (rv) lead was explanted with unknown reason. A new lead was implanted. No additional adverse patient effects were reported.